Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13h14108 and h13f14110. No issues were noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 1 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis. Action taken with therapy was not reported and the treatment information was not reported. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.